Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an episode where they kind of lost consciousness. It was also reported that the patient had hic coughs and at one time the patient felt like they were "kicked" by the pacemaker. Patient reported they are seeing the physician and testing has been done. The device remains in use. No further patient complications have been reported as a result of this event.